Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('essure device is embedded in the left uterine horn') and device expulsion ('migration of essure device location of device: unknown location/migration of essure device location of device: uterus/migration of essure device location of device: uterus') in a 30-year-old female patient who had essure (batch no. D08841-notvalid,cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, foreign body in uterus, any part and multiparous. Has bloodwork yet to do approximate weight at the time of essure placement 200 lbs. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6)2012, the patient had essure inserted. In(B)(6)2015, the patient experienced pelvic pain ("pelvic pain"), anxiety ("emotional anguish/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression") and abdominal pain ("abdominal pain"). On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 1 month after insertion of essure. On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), menstrual disorder ("menstruation issues"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, device expulsion, infection, menstrual disorder, anxiety, depression, vulvovaginal pruritus, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted - (B)(6)2016 essure removal date. Discrepancy noted in essure insertion date: (B)(6)2015 current weight 159lbs. Patient received treatment for urinary/ bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6)2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally.. Imaging procedure - on (B)(6)2016: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding batch no cs000x7 production date 2015-07-10 expiration date 2018-04-28 . Lot number d08841 is not valid most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received. Reporters, rcc and medical history were added. Event embedded device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, menstrual disorder and anxiety outcome was unknown. The reporter considered anxiety, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2018: summons received. Reporter's information were added. Added event pelvic pain, infection, menstruation issues. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes'), device expulsion ('migration of essure device location of device: unknown location/migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. Cs000x7,d08841-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Has bloodwork yet to do. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish"), depression ("depression") and vaginal discharge ("vaginal discharge"), 1 month 20 days after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, infection, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, depression, vaginal discharge, vulvovaginal pruritus, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Discrepancy noted - (B)(6) 2016 essure removal date. Current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally.. Imaging procedure - on (B)(6) 2016: test bilateral occlusion. Lot number cs000x7 is valid lot number d08841 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: new events: perforation: fallopian tube and uterus, genital bleeding, vaginal itching, dysmenorrhea, dyspareunia. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: unknown location/migration of essure device location of device: uterus') in a 30-year-old female patient who had essure (batch no. Cs000x7,d08841-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: has bloodwork yet to do. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish"), depression ("depression") and vaginal discharge ("vaginal discharge"), 1 month 20 days after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, infection, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, depression and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Discrepancy noted - (B)(6) 2016 essure removal date. Current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.718 kgs. Hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally.. Lot number cs000x7 is valid lot number d08841 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: unknown location/migration of essure device location of device: uterus") in a 30-year-old female patient who had essure (batch no. D08841, cs000x7) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: has bloodwork yet to do. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish"), depression ("depression") and vaginal discharge ("vaginal discharge"), 1 month 20 days after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, infection, menstrual disorder, anxiety, vaginal haemorrhage, menorrhagia, depression and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Discrepancy noted - (B)(6) 2016 essure removal date. Current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.718 kgs. Hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received ¿ new event device expulsion, vaginal hemorrhage, menorrhagia, depression, vaginal discharge and abdominal pain were added. Product information lot number and essure removal date were added. New reporter and consumer address were added. Patient information date of birth and weight were added. Medical history and concomitant medication (optiray, ibuprofen, diflucan) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration of essure device location of device: unknown location/migration of essure device location of device: uterus/migration of essure device location of device: uterus') in a 30-year-old female patient who had essure (batch no. D08841-not valid,cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst and foreign body in uterus, any part. Has bloodwork yet to do approximate weight at the time of essure placement 200 lbs. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("depression"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), menstrual disorder ("menstruation issues"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, infection, menstrual disorder, anxiety, depression, vulvovaginal pruritus, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted - (B)(6) 2016 essure removal date. Current weight 159 lbs. Patient received treatment for urinary/ bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally. Imaging procedure - on (B)(6) 2016: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding. Batch no cs000x7, production date 2015-07-10 , expiration date 2018-04-28. Lot number d08841 is not valid. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. On 3-jun-2020: no new clinical information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration of essure device location of device: unknown location/migration of essure device location of device: uterus/migration of essure device location of device: uterus') in a 30-year-old female patient who had essure (batch no. Cs000x7,d08841-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst and foreign body in uterus, any part. Has bloodwork yet to do approximate weight at the time of essure placement 200 lbs. Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included menstruation irregular, sexually active, dystrophy of vulva, vulvodynia, itch, left lower quadrant pain and amenorrhea. Concomitant products included fluconazole (diflucan), ibuprofen and ioversol (optiray). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("depression"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), menstrual disorder ("menstruation issues"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, infection, menstrual disorder, anxiety, depression, vulvovaginal pruritus, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted - (B)(6) 2016 essure removal date. Current weight 159lbs. Patient received treatment for urinary/ bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result:essure device was successfully occluded. Total bilateral occlusion. Normal essure placement with complete tubal occlusion bilaterally. Normal essure placement with complete tubal occlusion bilaterally.. Imaging procedure - on (B)(6) 2016: test bilateral occlusion. Lot number cs000x7 is valid. Lot number d08841 is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, menorrhagia, vaginal hemorrhage, genital hemorrhage, vaginal discharge were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.